Event description:
It was reported that during preparation, attempted to insert the subject guidewire into a microcatheter using the insertion tool. Inserted the insertion tool from the proximal end of the guidewire; observed that the green material on the outer surface of the guidewire was peeling off. The guidewire was replaced with a new one, and the procedure was completed successfully.